Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient had a yellow wrench alarm on their controller while doing a normal activity at home. The patient was admitted to the hospital. The patient's controller was exchanged. Information was shown on the controller. Additional information regarding the alarm was not provided. Log files were not available. The patient was asymptomatic and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of patient experiencing yellow wrench alarm was not confirmed. A review of the downloaded log file spanned approximately 15 days ((B)(6) 2020 ¿ (B)(6) 2021 per time stamp). On (B)(6) 2021 at 17:08, a power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. No other notable alarms were active in the log file up until the driveline was disconnected on (B)(6) 2021 at 14:42 for a controller exchange. A review of the periodic log file spanned approximately 21 days ((B)(6) 2020 ¿ (B)(6) 2021 per time stamp). There were no notable alarms active in this log file. The heartmate3 system controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. Incidental findings: damaged black power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including yellow wrench and power cable disconnect alarms. The heartmate3 patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate3 patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. No further information was provided. The manufacturer is closing this event.